Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touch screen was delayed. Customer stated that blood glucose (bg) levels were not impacted. During troubleshooting with tandem technical support the touchscreen was functioning and passed all tests. Customer would continue use of the current pump for therapy.